Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch was failed to open. A field service engineer replaced the latch and pyxis cable without resolution, then removed and replaced the remote manager communication board; applied grease to the latch connections, securely tightened all connectors, replaced the latch cable within the remote manager housing, and ensured the pyxis bus cable was firmly connected to the remote manager, then rebooted the station, had a super user log in and assign the new remote manager device to the station, and verified successful operation by opening the refrigerator door without failure, confirming customer validation through repeated open/close testing, and confirmed that the remote manager passed all hardware test application (hta) diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, latch unable to open and wire required replacement. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication and resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.